Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. Per tandem user guide: "insulin should be at room temperature before filling cartridge". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as expected. Customer disconnected from the site and delivered a bolus and noticed that the insulin flow was little to none. Subsequently, customer would stack bolus by delivering more insulin to compensate for the low flow of insulin and resulted in a low blood glucose (bg) level of 40-80 mg/dl. Customer consumed glucose tablets to address low bg. In addition, it was reported that the customer loaded the cartridge with cold insulin. Tandem technical support educated customer on insulin labeling. In addition, it was reported that the pump did not vibrate after boluses were delivered. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.